Event description:
On 5/11/1998 a pt underwent a catheterization procedure, and an angio-seal device was deployed for hemostasis. As per the instructions for use, the suture was reportedly cut at the skin level at the end of the deployment sequence. On 5/22/1998 (eleven days later) the pt returned for a routine follow-up; pt complained at that time that pt's groin was sore. The groin site was examined and the device suture was exposed. The suture was cut at the skin level, and the groin was noted to be clear and without redness or exudate. An ultrasound was obtained which identified the presence of infection. As the pt was afebrile, she was placed on keflex (4 times per day) and sent home. A few days later, the pt called reporting the onset of a fever. The pt was readmitted to the hosp and placed on intravenous antibiotics (vancomycin). The pt was discharged home in good condition on 5/29/1998. As of 6/29/1998 there has been no further report of complication or pt sequelae made to the MFR.